Event description:
This report is from a healthcare professional that refers to a male patient who started on automated peritoneal dialysis since 2008. This pt received a renal graft in 1999. Six months later, the pt was performing therapy and the transfer set became disconnected from the pt line. A new transfer set was placed on the pt and the old one was thrown away. Antibiotherapy was given to the pt as prophylactic treatment. According to the dialysis technician, it was the first time and there was no clinical consequence.

Manufacturer narrative:
.